Manufacturer narrative:
Date of event/therapy date was sometime (B)(6) prior to the day this report was received by the manufacturer. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak during the use of the y-set for peritoneal dialysis therapy. The y-set was found to be leaking all over the floor and it appeared as though the drain bag was not ¿sealed properly¿. There was no patient injury or medical intervention associated with this event. No additional information is available.